Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, serial# unknown, product type: accessory.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a poor communication screen on the patient programmer (pp). The patient was using the antenna with no luck. It was confirmed that the antenna was secure and was unable to sync with ins. The patient also reported that she noticed something was not right about a month prior to the report; she was no longer feeling the tingle sensation. Additional information was received that the patient was still not feeling the ¿tingle tingle¿ anymore. The patient reported her bladder was acting/overactive. It was confirmed that the ins was on and the patient reported receiving the replacement pp but did not receive a replacement antenna. It was confirmed that she can see the therapy screen on the new pp, but reported seeing the poor communication screen with old antenna prior to therapy screen. The patient reported that she increased the stimulation to 4.0v and felt nothing and only has one program because of the replacement. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.